Event description:
Event occurred during a battery change in the ep lab. Interference with diagnostic equipment in ep lab during battery change out.

Manufacturer narrative:
(B)(4). Method: facility disposed of device. Device is not available for return and inspection. Results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.